Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's autocalibration valve was replaced to remedy the condition. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed a "runtime calibration failure - 1051" message. The clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.